Event description:
It was reported that during an osteotomy procedure, two cutting tooth fragments broke from the blade. It was also reported there was a minor delay as a result of this event, one cutting tooth was retrieved and destroyed and the second cutting tooth remained in the patient. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that that that teeth fractured due to contacting metal (such as cut guides or surgical instruments) during operation. The striations on the blades surface can be seen to bend inwards towards the centre of the blade. This suggests that the tooth was bent in the same direction before or when the tooth fractured away from the rest of the blade. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control". The quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during an osteotomy procedure, two cutting tooth fragments broke from the blade. It was also reported there was a minor delay as a result of this event, one cutting tooth was retrieved and destroyed and the second cutting tooth remained in the patient. It was further reported that there were no adverse consequences and the procedure was completed successfully.